Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: metallosis; loosening of acetabular shell; cloudy greenish appearing fluid in hip joint space; lining of pseudocapsule had discolored membrane consistent with metal wear debris; shell came loose very easily and had minimal bone healing growth; floor of the acetabulum had fibrous tissue and inflammatory membrane. The information received does not change the MDR decision.

Event description:
Patient was revised to address pain and acetabular loosening. **update** (B)(4) 2012; patient fact sheet was received, which identified part/lot, birthdate and doi information. The complaint and associated mdrs were updated. **update** - (B)(4) 2012 - litigation papers received (B)(4) 2012. Litigation alleges patient suffered pain and suffering and excessive level of chromium and cobalt. Femoral head added to complaint. **update** - (B)(4) 2012 - patient fact sheet received (B)(4) 2012. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.